Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were intact. Top case is damaged in front corners, bottom case is damaged and missing a foot. Functional and occlusion testing was conducted. The reported event of motor rate error was replicated during occlusion tests. Motor error rate was identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to age of device. Customer induced case damage. The following actions were taken: replaced motor assembly and damaged top and bottom cases. Additional repairs included: replaced damaged left plunger case. Replaced leadscrew and right and left clutch halves and replaced the teflon washers with the delrin washer. Installed cable guard. Replaced battery due to low lmd. The drug history was full, downloaded history into pharmguard due to pharmguard data transfer is recommended alert. Cleaned, greased and calibrated the device. Functional and delivery tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. The top and bottom cases were cracked. No patient injury was reported.